Event description:
On (B)(6) 2011 customer reported that they had a leak from the wbc bath of the act diff 2 instrument the day before. Customer stated the wbc bath was not draining. No injuries were reported and no erroneous patient results were generated. Service was not dispatched because the customer fixed the leak. Customer flushed the wbc baths drain vacuum isolator. After bleaching the vacuum isolator the customer claimed that the unit was draining correctly. Customer stated they were going to clean it again to remove more debris. Customer ran quality control samples and verified that the leak was fixed.

Manufacturer narrative:
Customer flushed the wbc baths drain vacuum isolator with bleach to resolve the issue. (B)(4).